Event description:
It was reported that the devices were used during a bariatric procedure. The electrode became partially detached from the jaws.another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4).should the information be provided later, a supplemental medwatch will be sent. The devices were received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured with pieces not present.testing found a short on the devices when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60.